Event description:
The customer reported an employee with hydrogen peroxide contact. The contact occurred while the employee was removing a load from a completed cycle. The employee saw a doctor, but did not receive treatment for the contact. The employee was instructed to rinse the contact area under running water for approximately ten minutes. The contact site was clear by the next day. The asp field service engineer assessed the unit and it was found to be working to specifications. During the visit, the field service engineer noted that there was some moisture present in the load.